Event description:
It was reported that oversensing was observed on the right atrial (ra) lead and right ventricular (rv) lead. Abbott technical support was contacted and confirmed that noise and undersensing were observed on the rv lead and ra lead. Provocative testing could not reproduce noise; diagnostic imaging was performed and lead damage was suspected but could not be confirmed. No intervention was performed. The patient was stable and will continue to be monitored; there were no adverse consequences.